Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the reamer head broke from the flexible shaft during surgery for a humeral shaft fracture (in intramedullary canal of the patient). Surgery was prolonged about 5mins. Reamer head, all broken parts, were removed from patient body by initial wire. Reportedly there was no adverse effect to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with the prongs bent. The investigation of the complained synreamer felxible shaft has shown a lot of wear marks at the whole article. It is also visible that the prongs at the tip of the instrument are bent, and for that it is not possible to hold the reamer head anymore. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in august 2005 according to the specification. As this instrument is almost 10 years old, it is likely that the damages were caused due to normal wear and tear over the years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.